Event description:
It was reported that during an unknown procedure the package of a sr75 was broken when it was delivered. The contaminated reload was then reported. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: both photos shows the packaging of a linear cutter reload from the tyvek side and appears to be torn in one part of the tyvek. In addition, it can be seen the 442c13 lot number in the packaging. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch #442c13. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one sr75 device was returned inside its package unopened; upon visual inspection, damage was noted on the tyvek; it was noted to have a cut in the tyvek. Also, it was noted to have a hole, and the hole was noted to be from the outside in. The damage found compromised the device's sterility. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 442c13, and no non-conformances were identified.